Event description:
It was reported that prior to starting a da vinci si surgical procedure the tenaculum forceps instrument was noted to have a broken spring on the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Additional finding the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.